Event description:
It was reported that base not responding and force sensor test event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed left plunger case was cracked. Top of case was cracked by the front lower left corner. Unable to duplicate the customer's reported issue. Base not responding and force sensor test was found in the device event history log. The root cause of the reported issue was determined to have been caused by pump experiencing a failure response during power up process. Due to pump not responding when multiple keys were entered at the same time. Force sensor test reading was done and found working as intended. Actions taken to mitigate the reported issue: restarted and calibrated device. Performed all functional test and passed.